Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire and damage to the other device were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Event description:
It was reported that using a femoral artery access approach during a procedure of the de novo popliteal artery, the ht pilot 200 guide wire was positioned and the armada 14 balloon dilatation catheter (bdc) was used in the procedure. During the attempt to remove the bdc resistance was met with the catheter. An attempt to pull the guide wire met resistance and it moved with the catheter. Both devices were removed from the anatomy without issue. It was noted outside the anatomy that the guide wire distal tip had perforated the internal wall of the bdc and it was entrapped in the catheter. It was noted that the procedure was not completed; a new guide wire and devices were introduced to complete the procedure. Although a prolonged 30 to 40 minutes of procedure time was reported, there was no reported adverse patient effect or clinical intervention performed. No additional information was provided..

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The armada 14 referenced are being filed under separate a manufacturing report number.